Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 03-june-2024, it was reported by the patient that infusions set not sticking, tape not sticking within one day of use. No further information was available.